Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported that impella cp had air in purge alarms that did not resolve despite 4 attempts of de-airing that was performed. The purge cassette was replaced, and the issue was resolved. It was further reported that the patient's leg was cold and the team was thinking of weaning and removing the impella. Inotropes were reduced and the limb ischemia was better. Patient was stable, and impella cp was successfully weaned after 4 days of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿